Manufacturer narrative:
Updated section d - primary UDI number.

Event description:
A malfunction alarm was reported with a code displayed as malf 0. The customer¿s blood glucose level did not exceed 500 mg/dl, so there was no adverse impact recorded. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur after the reset. The customer will continue using the pump for insulin therapy.